Event description:
It was reported that the customer struggled to get the pump to charge, as the battery level did not increase after 45 minutes of charging. There was no adverse impact to the patient¿s blood glucose level reported. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.